Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Update 1/11/2012 plaintiff's fact sheet (pfs) received 1/11/2012. Changed unk asr hip to asr cup & added femoral head product. There was no new information received that would impact the outcome of the investigation. Update rec'd5/5/2015- ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. These records were reviewed for MDR reportability on 5/5/215. After review for MDR reportabiliy, the revision operative note from (B)(6) 2008 confirmed a loose cup. No labs were provided for the alleged high metal ions. The stem is now being added to the complaint. It should be noted the patient was taken to surgery on (B)(6) 2007 for a loose cup, but the same cup was implanted that was removed. The complaint was updated on: 5/12/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.